Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 232 mg/dl. The customer reported that he had high blood glucose that led to a hospital stay. The customer disconnected call due to phone power being low and his health care provider entering his hospital room. The customer was not able to complete troubleshooting due to hospital stay.